Manufacturer narrative:
Concomitant medical products: flex nexgen femur, catalog 00596401552, lot 61360099; nexgen precoat tibia, catalog 00598004701, lot 61480894; palacos cement, catalog 00111214001, lot 69434235, (qty. 2).

Event description:
Legal counsel for patient reported patient underwent a right total knee revision procedure approximately three years post implantation due to pain and instability. No additional patient complications were reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative notes indicate revision due to failed total knee due to varus instability. Components were noted to be unstable and were removed with minimal bone loss.

Manufacturer narrative:
Concomitant medical products - nexgen flex tibial tray, catalog unknown, lot unknown; nexgen flex femoral, catalog unknown, lot unknown. This report is number 1 of 3 mdrs filed for the same event (reference 1822565-2017-00864 / 1822565-2017-00867 / 1822565-2017-00868).

Event description:
Legal counsel for patient reported patient underwent a right total knee revision procedure approximately three years post implantation due to pain and loosening. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event was confirmed. Primary knee surgery performed on (B)(6) 2010, operative note for primary surgery reviewed and it showed patient underwent knee surgery due to right knee osteoarthritis. Appropriate range of motion, stability and patellofemoral tracking obtained after cement had been hardened. Revision surgery conducted on (B)(6) 2013 and review of operative note of revision surgery showed patient underwent tka due to varus instability. As knee opened for surgery surgeon found knee was very unstable. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.